Event description:
It was reported that during prostar xl unpacking it was noted that the suture holder plastic rings of the device were at the bottom of the package and the suture parts were freely hanging down from the rotating handle. There was no patient involvement and the device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). After the initial manufacture report was filed it was recognized that a device in this condition (broken in package) is readily visible and recognizable and the condition renders the device unusable. Therefore, there is no potential for serious injury. In this case the device was not used and there was no patient involvement. Evaluation summary: the device was returned for analysis. The reported misplaced suture lumen was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar misplaced suture lumen incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.